Event description:
Pt (patient) reports the md advised them to continue maintaining at their current remunity dose due to joint pain (dates unknown). Pt is also following up with a rheumatologist to rule out any other issues. Pt also reports that last night (B)(6) 2023 when they went to the bathroom, they noticed that the tubing was completely disconnected from the cartridge; the pump was still infusing and the medication was leaking out. Pt reports that the pump did not alarm with any error messages and they do not know how long the tubing had been detached. Pt states that this is the first time this issue has ever occurred. Pt immediately created a new cartridge with new tubing and resumed their infusion at their usual dosage. Pt reports feeling increased shortness of breath but stated that they are feeling fine now. Pt did not keep the old cartridge or tubing and did not inform the md office about the event. No further info, details or dates available. The suspect service serial number was not provided by the pt, so it¿s unknown which device is malfunctioning. Per the pharmacy dispensing system, the following device serial numbers are currently checked out to the pt for use: (B)(6). (B)(6) pharmacy fill pt. Pt is actively taking c·treprostinil, ambrisentan and sildenafil. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes was any medical intervention provided? No. Is the actual product available for investigation? Pump-yes; tubing and cassette-no. What is the product serial/lot number? Unknown. Did pharmacy replace product? Pump-no; tubing-yes. Did the pt have backup product they were able to switch to? Yes. Reported to (B)(6) by: patient/caregiver. Reference report: mw5118275.